Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a sureform 60 stapler clamped on tissue they were unable to open. The staff tried to recover from the fault but they were unable to remove the instrument. Prior to calling for support, the staff had tried to remove the sureform 60 stapler using the dial on the top on the instrument, but the instrument jaws did not open. The tse found the staff did not depress the emergency stop (e-stop) button prior to trying to open the instrument jaws. The tse requested the staff depress the e-stop and turn the dial up to 40 times to open the instrument jaws. The staff completed the recommended steps and the instrument jaws opened. The reporter explained the stapler line looked good with no patient injury. Tse recommended the staff return the sureform 60 stapler for failure analysis. The staff was proceeding with the procedure. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 60 stapler has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. No image or procedure video was provided for review. Instrument log review was performed. Per the review, it was confirmed that the instrument was used on system sk4886 on event date (B)(6) 2022 with 10 uses remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp/release from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to field h9 for corrected information. The incorrect field action number was provided in the initial report. The correct field action number has been provided in h9: isifa2022-02-c.